Manufacturer narrative:
Device available for evaluation - yes - returned on the 11/25/2015. The pcb00 device was received to the manufacturing site in a plastic bag inside the original box. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. The lens haptic (trail haptic) was observed stuck and overridden by the pushrod inside the cartridge. The rest of the lens was not returned, therefore, the complaint reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the leading haptic came out in properly. Additional information confirmed that the leading haptic was partially inserted into the eye and the surgeon did not like the way the haptic looked. The surgeon removed the haptic with no patient injury. There was no incision enlargement or vitrectomy performed. No further information was provided.